Event description:
(B)(4). No serious injury alleged. Malfunction alleged. End user's daughter states wheel fell off chair. Owner of chair was not injured; was not in the chair when wheel fell off. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.